Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 05:31 pm CT.the report number is being corrected from: 2124215-2018-62558 to: 2124215-2018-60795.

Event description:
It was reported this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant status. Technical services recommended a save to disk be sent in for review, but a save to disk was not performed before sending the device back for return. The decision was made to not use this pacemaker. The change out procedure was successfully completed using a different device. No adverse patient effects were reported. Additional review by engineering noted that the device was in storage mode and a memory error was noted. Recommendation to return the device for analysis was noted. This device will be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant status. Technical services recommended a save to disk be sent in for review, but a save to disk was not performed before sending the device back for return. The decision was made to not use this pacemaker. The change out procedure was successfully completed using a different device. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 05:31 pm CT. The report number is being corrected from: 2124215-2018-62558to: 2124215-2018-60795.

Event description:
It was reported this pacemaker recorded a code 1003 indicative of a mismatch between the battery voltage and power consumption during a pre-implant device interrogation. Technical services recommended a save to disk be sent in for review, but a save to disk was not performed before sending the device back for return. The decision was made to not use this pacemaker. The procedure was successfully completed using a different device. No adverse patient effects were reported. Additional review by engineering noted that the device was in storage mode and a memory error was noted. Recommendation to return the device for analysis was noted. This device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported this pacemaker recorded a code 1003 indicative of a mismatch between the battery voltage and power consumption during a pre-implant device interrogation. Technical services recommended a save to disk be sent in for review, but a save to disk was not performed before sending the device back for return. The decision was made to not use this pacemaker. The procedure was successfully completed using a different device. No adverse patient effects were reported. Additional review by engineering noted that the device was in storage mode and a memory error was noted. Recommendation to return the device for analysis was noted. This device was returned for analysis. No adverse patient effects were reported.